Manufacturer narrative:
(B)(4). Mfg site name - freudenberg medical. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) with stent procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was attempted to anchor an esophageal stent; however, the clip arm bent backward and fell into the patient in an open state. The clip was then removed using a non-bsc forceps, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.